Event description:
Customer's family member called to report the ot basic meter was missing segments. Patient stated that they had a problem with the field exchange, "the pharmacist would not give family member a meter since they did not receive a fax from customer service". Family member was unable to test patient's blood sugar all day (4/02), but continued giving patient their set amount of glipizide (1 pill in a.m. And 1 pill in p.m.). The next morning, family member found patient "really weak, unable to walk and talk". Family member felt that patient had low blood sugar based on the symptoms and did not give patient their morning dosage of glipizide. Family member then took patient to the emergency room. The ER meter read 17 mg/dl. Patient was given IV glucose and kept there all day for monitoring. The next day, family member called lfs about the field exchange. Per documentation, the pharmacist also called lfs (date/time unknown) to confirm the customer's name in order to process the field exchange. No further information has been reported.